Event description:
The patient reported erosion. An explant procedure was performed on (B)(6) 2022, and a new lead was implanted. It is unknown which lead eroded. Therefore, both leads were reported.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was selected. However, the incident occurring before implanting the device and implanting the device at an off-label location have been ruled out as potential causes. Additionally, the questionnaire shows the patient has contraindicating conditions including poor surgical risks, and the physician tied a knot and did not coil and anchor the distal receiver portion of the lead. The stimulator is used to treat pain. The cause of the erosion is due to inadequate fixation as the clinician did not coil and anchor the lead according to the instructions for use (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.